Event description:
The pt was implanted with two leads from the same lot number. It was reported the pt's stimulation became very positional, and for the past few months the pt stated that the only way he rec'd some relief was by sticking his abdomen out and remaining in that position. The pt decided to have his sys removed. Follow-up identified the pt had his sjm sys removed on (B)(6) 2013 and replaced with a competitor's.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.